Event description:
It was reported, that the patient presented for a routine generator change. Prior to the procedure, it was noted, that the right atrial lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable.